Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. Visual inspection revealed the cannula was broken off about half way down. The customer stated they broke the cannula on purpose to avoid injury. Microscopic examination of the needle hub revealed a crack. The needle hub was tested for leaks by attaching an inventory ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited from the crack in the needle hub. A device history record review was performed and no relevant findings were identified. The reported complaint that the introducer needle hub was cracked was confirmed by complaint investigation. The returned introducer needle hub contained a crack. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
It was reported that during insertion it was noted that the needle hub has a cracked - due to this crack in the hub air was entered. The packaging of the set was undamaged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion it was noted that the needle hub has a cracked - due to this crack in the hub air was entered. The packaging of the set was undamaged.